Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose reading was 145 mg/dl. The wife stated that her husband was in the hospital because he broke his leg. The wife stated that her husband is unable to get into the alarm history due to a partial display. The wife stated that when they tried to clear the alarm, the act button is not responding. The customer stated that next to the alarm, there is a rectangular box and half of the box is black. The customer was advised to clear the alarm. The customer was advised to monitor the pump and call back if the issue recurs.